Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device sought medical assistance due to device exposure. Blood tests were performed to confirm the presence of a site infection. System revision options were to be discussed following completion of laboratory testing. No further adverse effects were reported.